Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a double beep with cassette occurred during testing. No patient injury reported.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. .a product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High pressure error was found in event history log. Customer problem was not duplicated. Pump is giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette installed . Upon inspection, downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. . The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace distribution system operators (dso) as a preventative measure. Additional information in h4, h6 and h10.